Manufacturer narrative:
(B)(4). Date sent: 4/11/2016. Concomitant medical products: information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the batch/lot number for the device as the one that was provided is not valid. What type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the lower edge of the circular suture not stapled, remained open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Low anterior resection where within the gap setting scale was the orange indicator prior to firing? The indicator was at firing range what confirmation was received that the device was fully fired? It was fully fired, audible click. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Irregular did the device cut? Yes was the cut line fully circumferential around the target tissue? The top edge was correctly cut and stapling, but the bottom margin was not stapling if the device fully cut, were both tissue donuts present? Yes if the device fully cut, were both donuts complete? Yes how was the procedure completed? The top edge was correctly cut and stapling, but the bottom margin was not stapling. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Was the procedure altered due to the device malfunction? If so, please explain. The analysis results found that the (B)(4) device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.